Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91182605 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record (B)(4).

Event description:
On august 05, 2022, genmark was advised of three unexpected positive results for sars-cov-2 on the eplex rp2 panel tested on (B)(6), 2022. The unexpected positive results occurred using a synthetic control sample during validation testing. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for all three eplex rp2 run suggesting the consumables performed as expected.